Event description:
The distal most segment of the pipeline flow diversion system did not expand upon full deployment. Manipulation to expand this diversion segment was unsuccessful. Attempts to re-access with the 0.014 wires were unsuccessful. The distal aspect of the system was engaged with an alligator device on two occasions with two separate alligator devices. However, the device did not have sufficient strength to allow withdrawal of the pipeline. Failure resulted in the need for coil embolization to left internal carotid artery discharge diagnoses: left ica/mca distribution ischemic infarct: secondary to the embolization.